Event description:
In early 2009, the patient reported the down button on her insulin infusion device is not properly responding. She stated it has been difficult to use for several weeks and now does not respond at all. She said at the end of december she began using the standard bolus feature and had elevated blood glucose readings in the 300 mg/dl range for the first 2 days. She discovered she was not delivering the bolus because she did not press the check button. She stated once she realized this, she was able to bring her blood glucose back to her normal range of 120 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.